Event description:
I had allergan implants for a year when I felt my right implant pop when I received a hug. Shortly after my hair started falling out and breaking off, my mouth and skin and eyes felt dry. I had brain fog. I felt very fatigued and felt anxiety and depression, my perfect vision became very blurry, I started having heavy periods. I developed a new allergy to polyester. My blood test indicated a connective tissue disease. I went to numerous doctors and had many blood tests. I had an MRI on my implants that concluded they weren't ruptured but did show something detected in the right breast. Because nothing was helping my symptoms and I didn't want to go blind or be bald or get an autoimmune disease I had my implants removed on (B)(6) 2016. The right implant had bubbles in it and the surgeon sent it back to allergan. After explant my hair started growing back and my hair , mouth, skin and eyes stopped being dry. But I still have brain fog and blurry vision. I am angry that these products are on the market because they are not safe. Allergan admits they bleed silicone and that it has manganese in it and that is a neurotoxin. They are supposed to last 10 years and not rupture from a hug. They will only replace the ruptured one but won't pay for the surgery to have it removed or replaced. Ruptured or not these products are not safe and have severe life threatening implications. There are over (B)(6) women on a (B)(6) who are all suffering with breast implant illness and once implants are removed they start to heal although some of the effects are irreversible. Many of the women have developed autoimmune diseases in addition and hashimotos is a big one. Please help remove these toxic products from the market. The manufacturers have made it impossible for the victims to get compensation or justice.